Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service and was deemed non-reportable. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: o2 monitoring value not matching with input no patient involvement. Issue occurred in service software mode.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: o2 monitoring value not matching with input. No patient involvement. Issue occurred in service software mode.